Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was unable to be implanted. It was noted that the lead could not be held securely, and the tip of the wire was out of place, and this is still the case after several attempts. The lead was removed and replaced. The patient was in recovering condition.

Manufacturer narrative:
The reported events were unable to implant and helix damaged. As received, a complete lead was returned for analysis. The reported event of a helix damaged was not confirmed. Visual and x-ray examination of the helix did find any anomalies. X-ray inspection of the lead did find any anomalies consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.